Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 light emitting diodes were off and magnet was missing from the latch. A field service engineer replaced the latch, reinstalled the drawer, and confirmed the drawer status showed closed. Then, the customer recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height cubie drawer failed to stay closed. When customer attempting to recover it says please clear obstruction and close drawer, but the drawer is closed and doesn't unlock and open for us to recover. Customer tried pushing on the drawer to make sure it was closed all the way. Machine has been restarted. Manually released the drawer from the back and made sure nothing was stuck or obstructing the drawer. Unable to recover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.